Event description:
It was reported that "at 08:10 on (B)(6), 2026, the attending chief physician performed central venous puncture for the patient using a central venous catheter (cvc). During the procedure, the guidewire of the catheter was found to be kinked and unable to be straightened, rendering it unfit for further use. A new cvc was immediately replaced to complete the puncture. Given the urgency of the patient's condition, this incident resulted in a certain delay to the patient's treatment." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "at 08:10 on (B)(6) 2026, the attending chief physician performed central venous puncture for the patient using a central venous catheter (cvc). During the procedure, the guidewire of the catheter was found to be kinked and unable to be straightened, rendering it unfit for further use. A new cvc was immediately replaced to complete the puncture. Given the urgency of the patient's condition, this incident resulted in a certain delay to the patient's treatment." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".